Event description:
It was reported that during a total gastrectomy procedure, the reload became stuck with the adapter, necessitating a conversion to an open procedure. It was also noted that the reload could be removed from the adapter, but the tip was broken.

Manufacturer narrative:
Additional information: b5, g3, d10. Concomitant product: 030459, 030459 endo gia r/or 60 4.8mm (lot unknown) sigadaptxl, sig power sigadaptxl linear xl adapter (serial#: (B)(6)) - removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter (serial#:c17ack0036) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure the reload became stuck with the adapter, necessitating a conversion to an open procedure.

Manufacturer narrative:
Additional information: b5, d10, g3, h6 (fdd a150208 removed) correction: d4 (unique identifier (UDI) #) d10 concomitant products: 030459, 030459 endo gia r/or 60 4.8mm (lot t2k073x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic total gastrectomy procedure, the reload became stuck to the adapter. As there was no other laparoscopic stapler, the procedure was converted to an open one. It was also noted that the reload was eventually removed from the adapter, but the tip was broken.